Event description:
A (B)(6), female, pt, contacted zoll customer support to report the monitor would not recognize when the response button were being pressed. The pt was issued a replacement monitor.

Manufacturer narrative:
Eval summary: device eval of monitor sn (B)(4) has been completed. The reportable problem (response buttons) has been confirmed. Upon eval, the rear response button was non-functional. The cause was a disconnected response button flex circuit. The response button was not connected to disconnected response button cannot be positively identified, but was likely assembly error. No adverse event resulted from the disconnected response button. The pt received a replacement monitor.